Event description:
It was reported that the gastrointestinal videoscope experienced a frozen image even after release during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused both reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.